Event description:
The customer's family member alleged inaccurate high result on patient's spouse's one touch profile meter. Patient allegedly "fell into a coma, and (had) convulsions". A meter result of 300 mg/dl was report, the patient was given insulin and was taken to the hospital. Treatment unknown, no other information reported.